Manufacturer narrative:
(B)(4): as the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. On the same day, the pt was hospitalized for the event. On an unknown date, the patient was treated for peritonitis with unknown antibiotics (dose and frequency not reported). On an unknown date, during hospitalization, the patient¿s pd catheter and pd solution was discontinued. On an unknown date, while hospitalized, the patient began hemodialysis therapy. Seven days after being admitted, the pt was discharged from the hospital and was recovered from the peritonitis event. The cause of the peritonitis was unknown. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c05032, h13d30020, h13e31025, h13g08029, h13h20055, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).